Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance from cts to reset the pump, and it was advised that the pump could continue to be used as the malfunction code did not recur after resetting. The caller was instructed to call back if the malfunction code recurs and acknowledged this advice.